Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was not synchronizing. A technical support specialist (tss) confirmed in myqlink (mql) that the facility was not synchronizing and that no last sync time information was displayed. In the cubex application, the last sync time was found. In mql controller details, it was confirmed that the aspsync service was enabled. The aspsync service was restarted by the technical support specialist, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was not synchronizing. The customer stated that the cubex application was up and running and the cabinet was accessible in, but the facility was not synchronizing in myqlink (mql). However, there were no delay or adverse events or injuries reported based on this event.